Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change out, low sensing was observed on rv lead. All other lead values are in a normal range. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable before and after the procedure.